Manufacturer narrative:
One cadd®-solis vip ambulatory infusion pump was returned for analysis in good condition. A functional check was performed to observe the issue. The reported issue was verified. The pump was found to be displaying "cannot start pump with air in-line. Prime tubing" alarm message when a stop/start button is pressed during the investigation. The false "air in line" messages issue was caused by faulty air detector. It's recommend that the faulty air detector to be replaced in order to resolve the issue.

Event description:
Information was received indicating that a smiths cadd®-solis vip ambulatory infusion pump displayed an air in line message even though there was no air in the line. There was no reported injury to the patient.